Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The charger connections were evaluated and reseated. The x-ray tube was reworked. The system was tested, found to be working as intended and returned to service.